Event description:
During vadr surgery, when the surgeon used the drill, the drill was deformed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the bent drill bit could be confirmed. Based on the currently available information, the root cause can be attributed to a user-related issue. The visual inspection showed that the drill bit is actually badly bent / deformed and therefore would not be functional as intended (stuck in the speedguide). The speedguide as such looks still intact though. Unfortunately we have not received sufficient information in order to determine the exact cause of this reported problem. It was merely stated; (during vadr surgery, when the surgeon used the drill, the drill was deformed). The visual inspection revealed that as well. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
During vadr surgery, when the surgeon used the drill, the drill was deformed.